Event description:
This report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-03995 for a description of the other event. It was reported to boston scientific corporation in 2007 that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed three days prior (patient gender, age, and weight are unknown). According to the complainant, on two devices, the needle was not easily retracted into the sheath. The procedure was completed with a device with a larger french size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Retract, failure to. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is unknown. Product unavailable for analysis.